Event description:
It was reported that a patient presented with capsular contraction syndrome (ccs), z-syndrome and four diopters of refractive astigmatism. Yag posterior capsulotomies were performed on three areas and the refractive astigmatism was decreased to two diopters. According to the information received, undetected/untreated hyperinflation syndrome was present since (B)(6) 2013. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.